Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip was implanted successfully, reducing mr to trace. On (B)(6)2025, the patient returned with hemoptysis. The cause was unknown. The mitraclip remained stable on both leaflets. Patient died on (B)(6) 2025.

Event description:
Subsequent to the previously filed report, additional information was received: the cause of death was reported to be unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for reported death and hemorrhage. Death and hemorrhage are listed in the instructions for use as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.